Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds leading to early battery depletion of the implantable cardioverter defibrillator (ICD). The lead was capped and replaced, the device was explanted and replaced. No patient complications have been reported as a result of this event.